Event description:
It was reported that there was an out of range shock impedance alert for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and noted that there were no shock impedances reported. Ts advised further evaluation. The plan is to have the device system checked. The device system was checked, and the impedance was within range. The lead remains in use. No adverse patient effects were reported.